Manufacturer narrative:
General anaesthetic and tumescent infiltration were utilized during the procedure. The pulmonary embolism was treated with thrombogenic meds. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician was treating a patient using a closurefast catheter for varicose veins. It is reported that a couple of days after treatment, the patient experienced a pulmonary embolism. Patient was taking thrombogenic medication at the time of the surgery. Patient received clexane prior to the surgery and an extra dose the following day. No dvt was found during ultrasound scan of the legs post procedure, nor post embolic event. Patient has since recovered well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.